Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving baclofen ("seven hundred twenty something") via an implanted pump. The indication for pump use was intractable spasticity. On (B)(6) 2016 the patient stated "sometimes I don't think it's working" and "d on't think I'm getting the medication." The patient felt miserable. This had begun about 3 days ago. The pump was not alarming and no interventions were mentioned. The patient was planning to call her doctor to check the pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.